Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The reported issue was unconfirmed: no flow rate reported but could not replicate fault and functional. Ctu calibration passes. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow rate on the arctic sun device screen but water flowing through the pads. Alarming low internal flow, to be returned to tech services for repair. Changed to: no flow rate on screen but water flowing through the pads. Per follow up information received via mail on 31oct2024, it was reported that the device has been returned to bd for repair. Device was in use on a patient when issue occurred, but no patient impact or medical intervention required. Another arctic sun was used to complete therapy. System was on pending assessment status.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow rate on the arctic sun device screen but water flowing through the pads. Alarming low internal flow, to be returned to tech services for repair.